Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 years and 1 month following implantation of a transcatheter pulmonary valve, the patient presented to their primary care physician after developing fever, headache, fatigue, and diarrhea. The patient was prescribed an antibiotic and given return precautions. With the patient's symptoms not resolving, they presented to the emergency department. During this evaluation, lab work was obtained which reflected a white blood cell count of 23 × 10³ cells per microliter (× 10³/¿l), a hemoglobin of 10.2 grams per deciliter (g/dl), a platelet count of 223 thousands per microliter (k/¿l), and a white blood cell concentration of 93.6% neutrophils. The patient was also noted to have a fever, a tachycardic rate, and blood cultures positive for streptococcus species. A transthoracic echocardiogram (tte) was also obtained, which indicated pulmonary valve endocarditis, vegetations on the septal most leaflet of the pulmonary valve, and a perivalvular abscess. Subsequently, the patient was administered intravenous therapy (IV) antibiotics and transferred to a facility that could provide a higher level of care. Once transferred, an echocardiogram was obtained, which revealed thickened pulmonary valve leaflets and a pulmonary valve gradient of 48 millimeters of mercury (mmhg). A second echocardiogram was then obtained which indicated a small echogenic mass on the tip of the bioprosthetic pulmonary valve leaflet, as well as lucent collections on either side of the valve. Following completion of both echocardiograms, a computed tomography (CT) scan was completed which reflected vegetation throughout the bioprosthetic valve and bilateral pulmonary consolidations (greater on right side then left) of septic eboli in the right upper lobe, right middle lobe, and bilateral lower lobes. Subsequently, the bioprosthetic pulmonary valve was explanted and a non-medtronic surgical valve was implanted.